Event description:
The pt was receiving stimulation, he stated it was very difficult to press the antenna in order to get the transmitter and receiver to function. F/u reported the physician attempted surgery to resolve the issue, the surgery was aborted due to the equipment not be compatible. A sjm rep to f/u at a later date. No more info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.